Manufacturer narrative:
Review of sterilization certification confirms devices were sterilized in accordance with (B)(4). (B)(4).

Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6) 2011 for an unknown reason. A subsequent revision procedure was performed on (B)(6) 2011 due to infection. All components were removed as part of a two stage revision. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." (B)(4).

Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6) 2011 for an unknown reason. A subsequent revision procedure was performed on (B)(6) 2011 due to infection. All components were removed as part of a two stage revision. No further information has been provided to date.